Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hypoglycemia. The pt reports that his wife found him unresponsive and called the paramedics at 08:00am. The paramedics tested his blood glucose and it was 11 mg/dl. An IV was established and dextrose was administered. The pt was transported, monitored and released later the same day. The pt believes that he inadvertently programmed a bolus at approx 3:49 am. He reports, he checked his history and saw the attempts to program a bolus and it was increased by user to the max of 35 units. He thinks he remembers being groggy and doing the programming. The pt reports that he believes that he haphazardly programmed a bolus at approx 3:49 am. He reports he was "groggy" while doing the programming. He checked his devices history log and can see the attempts to program a bolus additionally the log recorded that the max bolus was increased to 35 units. As a result of this incident, the user was given additional training including reducing the max bolus allowable to 20 units and programming of some of the lock features. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. The pump history was downloaded inspection of the pumps event history log indicated at 3:49 am in 2008, a blood glucose reading of 110 mg/dl was entered into the pump, which was the user's target bg level. The user programmed a correction bolus using this value and since it was the target value, a 0.0 unit correction bolus amount was displayed by the pump as the amount of the extra insulin the user needed. This bolus amount was then increased by the user to the pumps maximum bolus amount of 35.0 units which was then delivered. Thus the user programmed and delivered to themselves an extra 35 units of insulin when their blood glucose was already at their target level. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.